Event description:
As reported, it was a case of a 29mm sapien 3 valve, by transfemoral approach. A second 29mm sapien 3 valve was needed to ensure the first valve did not embolize. A good position was achieved and the implant was a success after this second valve.

Manufacturer narrative:
The investigation is ongoing. The device remains implanted.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 clinical code and investigation conclusions and investigation findings. Added new information to h.6 device code and type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: patient had a bicuspid native aortic valve with annulus area measured 600.2 mm2. Aortic annulus and leaflets were calcified. The first valve was deployed canted with some paravalvular leak (pvl) observed. Second valve was deployed more ventricular and within the first valve. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were confirmed based on the imagery. In this case, there was no allegation or indication a device malfunction contributed to this event. A review of the IFU and training manuals also revealed no deficiencies. Malpositioned. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant annular calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. As reported, ''a high implant was advised due to the bicuspid valve and patient presentation. Per medical opinion, there were significant calcium deposits that pushed the valve out of the intended position, resulting in 90/10 (a/v) deployment on one side.'' Review of imagery revealed valve deployed in canted position. Per training manual, calcification burden should be assessed prior to implant as it may responsible for the thv malposition. During deployment, the valve can interact with the calcium and affect its final deployment position. Similarly, the non-circular or symmetrical annulus (bicuspid) can also affect the positioning and deployment of the valve. Paravalvular leak. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. As the valve was deployed canted and malpositioned with one side implanted too aortic (90a:10v), it is likely that the pvl skirt was unable to properly seal against the annulus, resulting in pvl as seen in this case. As such, available information suggests that procedural factors may have contributed to the malpositioned thv and that patient factors (calcification, bicuspid) likely contributed to the reported to the paravalvular leak. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.